Event description:
The customer reported the ventilator alarmed with a check vent error. Review of the diagnostic report found error codes that indicated a spi bus failure the customer reported the device was not in use on patient.